Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The cause of the event is the combustion of the internal motor, control board, and other parts. The root cause of the combustion is unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the power does not turn on. There's a strange smell. Event occurred before patient use/during priming at the facility. There was no patient involvement, and no patient harmed reported.